Event description:
It was reported that when attempting to implant the left ventricular lead, the patient experienced diaphragmatic stimulation. The lead was not implanted and a new lead was used. The patient was in stable condition following the procedure. No adverse effects were noted upon the patients discharge from the hospital.

Manufacturer narrative:
A new lead was implanted.